Event description:
The manufacturer received a voluntary medwatch (mw5102336) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to severe sinus infections. The patient required surgery and prescription medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.